Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p10-22, that has a similar product distributed in the us, list number 08p10-21.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The patient was nonreactive at another lab(method unknown). The original sample was repeated after calibration on the alinity and was nonreactive. The following data was provided: sid (B)(6), (B)(6) 2024 hbsag = initial and two repeat reactive results followed by confirmatory testing(hbsagquac1, hbsagquac2) also showed reactive result. Customer followed with another repeat of the hbsag test = reactive. Testing of this sample at another lab (other equipment) returns non-reactive. User then recalibrated hbsag on (B)(6) 2024 (new cal lot 59510fz00) and retested sample on (B)(6) 2024 with results non-reactive for both the hbsag and the confirmatory testing. The following results were provided: hbsag = 0.64, 0.70, and 0.66 nonreactive. Hbsag confirmatory ran x2 = c1 = 0.23 and 0.21 c2 = 0.54 and 0.50 nonreactive no impact to patient management was reported.

Event description:
The customer observed false reactive results for alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory for one patient. The patient was nonreactive at another lab(method unknown). The original sample was repeated after calibration on the alinity and was nonreactive. The following data was provided: sid (B)(6), on (B)(6)2024 hbsag = initial and two repeat reactive results followed by confirmatory testing (hbsagquac1, hbsagquac2) also showed reactive result. Customer followed with another repeat of the hbsag test = reactive testing of this sample at another lab (other equipment) returns non-reactive user then recalibrated hbsag on 02aug2024 (new cal lot 59510fz00) and retested sample on (B)(6)2024 with results non-reactive for both the hbsag and the confirmatory testing. The following results were provided: hbsag = 0.64, 0.70, and 0.66 nonreactive hbsag confirmatory ran x2 = c1 = 0.23 and 0.21 c2 = 0.54 and 0.50 nonreactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field review. The ticket trending review of at least 12 months complaint data for the likely cause list numbers did not identify any trend regarding commonalities for complaint lots and issue. Device history record review did not identify any nonconformances or deviations associated with the likely cause lot numbers and the customer¿s issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lots is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lots. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent for lot number 59341fz00 was identified.